Manufacturer narrative:
The customer replaced the reagent, diluent, procell, and cleancell solutions. The field service representative found the pinch valve was not working correctly, the sipper probe was out of alignment, there was a hole in the tubing, and the mixer motor shaft was bent. He replaced the tubing and adjusted the sipper probe alignment. Customer ran calibration and qc with all results within specified ranges. Based on the qc data, a general performance issue of the reagent or instrument was ruled out. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter received questionable troponin t gen5 stat results for three patients from the cobas e 411 disk analyzer. Patient 1 initial result was 16 ng/l and the repeat result was 10 ng/l. Patient 2 initial result was 15 ng/l and the repeat result was 8 ng/l. Patient 3 initial result was 20 ng/l and the repeat result was 11 ng/l. They initial results were reported outside of the laboratory to the provider. Corrected reports were issued. There was no allegation of an adverse event. The reagent lot number was 38154200 with a n expiration date of 31-may-2020.